Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Customer received instructions from technical support to plug the wall adapter into a working outlet for at least 30 minutes to see if the pump would begin charging, but declined follow-up and stated they would call back if the issue persisted.